Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient had an infection and an MRI was being performed. There was thought initially of doing an explant, but the hcp opted not to perform the explant at that time due to covid. Additional information was received on 2020-sep-28 from the manufacturer's representative (rep). It was confirmed that the pump had not been explanted. Additional information was received on 2020-oct-01 from the manufacturer's representative (rep). The address for the initial reporter was provided. Additional information was received on 2020-oct-07 from the healthcare provider (hcp). It was reported that the patient's pump and catheter were removed and the wound was washed out on (B)(6) 2020. The hcp had no plans for reimplantation of the devices.